Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while out and about, with a documented nadir of 62 mg/dl lasting about 30 minutes, and the device provided low and urgent low alerts. Symptoms included no reported immediate health effects. Outcomes included self-management without medical intervention or third-party assistance, and correction using oral glucose tablets, after which glucose levels began to rise. Investigation included troubleshooting and education provided by support. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with resolution following oral carbohydrate intake and no further action required regarding device function.